Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. An "ezprime" operation was performed and during the load step, the pump did not recognize the cartridge and dispensed fluid, then emitted a "no cartridge detected" alarm. Review of the pump history reveals several loss of prime warnings associated with zero force and one "no cartridge detected" warning.

Event description:
The pt reported that the pump dispensed insulin from the cartridge during the load step.